Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope was leaking air. Upon inspection and testing of the customer returned device, it was observed that the objective lens adhesive was peeled off. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center did confirm the customer reported event of air leaks. The following defects were noted during the evaluation: the bending section and universal cords were leaking, the objective lens adhesive was peeled off, the bending angle wires were stretched and frayed, the bending section rubber adhesive was chipped, the universal cord was deformed, the switch buttons were deformed and discolored from chemical stress, and the video connector label was peeled off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 02-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that peeling, chipping occurred due to impact such as dropping, repeated excessive wiping of the outer surface of the distal end, or chemical deterioration by chemical solutions. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.